Event description:
It was reported to tyco healthcare/kendall in 2003 that at the emergency department, the drainage tubing between the thoracic catheter and the auto-transfusion was folded and blood could not be drained. Much blood was lost because it was not possible to correctly re-transfuse it. Another catheter had been inserted by the practitioner. Pt had a very important "poly-traumatism" due to an accident (fell from a tree). Pt dead after thirty minutes of resuscitation.